Event description:
No blood glucose levels reported. The father of the customer reported that the customer has been off the insulin pump after having had two insulin pump failures and two hospital visits. It was reported that both hospital visits have been documented and reported. The father of the customer also reported that the high blood glucose levels during the hospitalizations were caused by bent cannulas. The customer was reported to be scared of using the insulin pump and has reverted to insulin pens for treatment. The father of the customer was advised of various infusion sets available that may work better for the customer. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-31138 as it refers to the mentioned hospitalization. Please refer to manufacturer's report no. 3004209178-2014-88217 as it refers to the mentioned hospitalization.